Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with an 18 millimeter (mm) non-medtronic balloon. Insertion was performed with an14 french (f) in-line sheath of the delivery catheter system (dcs). The valve was released. Subsequently, distortion of the valve was observed. While shifting the view from the left anterior oblique (lao) to right anterior oblique (rao), and after confirming with an echocardiogram, an infold was noted. The valve was subsequently recaptured and withdrawn from the patient. A second pre-implant bav was performed using a 20 mm non-medtronic balloon. During deployment of the second valve, the position of the tab marker was approximately 4 mm in the cusp overlap view, and the left anterior oblique view (lao) on the left coronary cusp (lcc) was approximately 6 mm. There were no problems with the implant depth, so the valve was fully released. After the implant of the valve, mild paravalvular leak (pvl) was observed, along with distortion of the valve due to calcification on the non-coronary cusp (ncc) and right coronary cusp (rcc) fusion area. Subsequently, a post-implant bav was performed. After the post-implant bav, the shape of the valve and pvl improved. The pressure gradient following surgery was 1 millimeter of mercury (mm hg). The procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012214201); product type: 0195-heart valves; product ID: l-evolutfx-2329 (lot: 0012214201); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The device was returned due to premature battery depletion after 86.9 months. The device was received in a no telemetry no output condition. The device loss of telemetry and all functions were due to a severely depleted battery. The device was fully functional and operated under normal current drain when powered with an external supply. There was no evidence of a high current drain condition, and no hybrid anomalies were observed. The it was determined that the device met specifications for normal operation and normal battery depletion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, a procedural delay resulted from the infold of the first valve. The frame distortion of the second valve was clarified as poor expansion of the valve. Per the physician, the patient's non-coronary cusp (ncc)-right coronary cusp (rcc) healing bicuspid valve contributed to the valve infold.